Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain coincident with automated peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the day of onset, the patient was hospitalized for the peritonitis event. On unreported date(s), the patient was treated with unknown antibiotics (medication, route, dosage, frequency, and duration not reported) for the peritonitis event. Antibiotic therapy was reported to be ongoing. Dianeal therapies were ongoing. After being hospitalized for six days, the patient was discharged. The patient was recovering from the peritonitis event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.